Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) is currently in hospice care and the health care professional (hcp) discussed trying to maximize the remaining battery as the device is already at three months left of longevity. It was noted that the patient received 20 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) discussed possible reprogramming options. This crtd remains in service. No adverse patient effects were reported.